Event description:
Pt had a mastectomy 10/24/95 during which a drain was placed. The drain was pulled on or about 10/27/95, pt was dismissed 10/28/95 and was followed in the clinic. Pt was readmitted to the hosp 12/4/95 with cellulitis and an infected seroma of the chest. X-ray on 12/7/95 indicated the distal end of the drain remained in the pt's chest and somehow had broken off prior to removal of the drain back in 10/95. Pt was treated for the infection, dismissed and will be rescheduled for removal of the remaining part of tube at a later date.